Event description:
It was reported that a user experienced sustained hyperglycemia for approximately three days after starting ilet, with highest blood glucose in the 300s, following user-performed supply changes that were later reported to have included filling the cartridge with long-acting insulin instead of rapid-acting insulin and inserting an infusion set without removing the needle guard; the device did alert for high glucose and glucose returned to range after a guided supply change and use of the correct insulin. Symptoms included none reported. Outcomes included no outside assistance and no medical intervention. Investigation included review of event details, device use history as reported by the user, and troubleshooting and education conducted by customer support. Investigation of this case revealed user handling error related to incorrect insulin type and infusion set insertion technique, which is consistent with use error and did not indicate a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.